Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Corrected fields: e1 (telephone). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation it is estimated that e221 error was caused by faulty light fiber and scope socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera control unit had an error code e221 appear when the host plugged into the camera and was turned on. The issue occurred during preparation for use regarding a therapeutic laparoscopic procedure. There were no reports of patient harm and the patient was not under anesthesia. The facility finished the procedure with the same set of device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.